Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization, alleged heart attack and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient had been taken by ambulance to hospital while wearing the pod; medical staff removed pod to control insulin administration and was treated with intravenous fluids (d50) for the duration of the hospital stay. It was thought that patient had a stroke while hospitalized, but these results came back negative. It was also reported that patient was in a coma for an undisclosed period of time. Alleged symptoms include hand numbing, hyperglycemia (600 mg/dl) and a heart attack. Patient was discharged after seven days and given heart pills, blood thinner (clavix) and 3 types of blood pressure medication. Name of heart pills and blood pressure medications were not disclosed.